Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate high-voltage shocks. Upon interrogation, the implantable cardioverter defibrillator exhibited backup operation and these shocks were inappropriate for an atrial fibrillation rhythm with rapid ventricular response. It was noted that the patient was not taking their rate control medication. The patient was transferred to a different facility and no further information was reported.